Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s guardian requested assistance with an infusion set change after the prior set was removed and the new set had been connected to the pump but not inserted with an elevated blood glucose of 283 mg/dl, and the agent guided the guardian through unlocking the pump, filling the tubing until drops were visible, confirming, inserting the cannula, and resuming insulin delivery on the ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful resumption of insulin delivery with approximately 34 units remaining in the reservoir without hospital care. Investigation included troubleshooting and education on proper infusion set insertion, tubing fill, and site rotation with preferred abdominal placement. Investigation of this case revealed user handling related to not reconnecting the infusion set after disconnecting, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique.